Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an unknown alarm was not confirmed. The event log file spanned approximately 2 hours ((B)(6) 2022 from 10:13 to 12:27 per the timestamp). The reported event of an unknown alarm was not observed on the log file and may have been overwritten by newer events. No notable alarm was observed. The hm3 system controller, serial (B)(4), was not returned for analysis. Per provided information, the patient experienced a loss of power at home and stated they were experiencing alarms even after power was restored. The alarms that occurred after the power was restored was not identified. No equipment was exchanged. A root cause of the reported event was not determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's house lost power intermittently over the course of a few minutes at 8:40 am. The caregiver mentioned that they never switched the patient from wall power and that all unknown alarms continued well after power was restored. The patient was taken to the emergency room (ER) by ambulance. No alarms were noted since but there were extremely frequent pulsatility (pi) events. The periodic log showed a lower flow and higher pi around 8:28 am prior to power loss. The pump is referenced in MFR #2916596-2022-11153.